Event description:
On (B)(6) 2012, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a pt. Method: I-stat, result: 0.21 ng/ml, time: unk; method: I-stat, result: 0.00 ng/ml, tim: unk (sample unk). At this time pt information, test times and sample type are not available. It is assumed that the repeat on I-stat was performed within recommended allowed time however, not confirmed at this time. An investigation is pending and apox is requesting information from the customer. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).